Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with discordant readings between fingerstick glucose and a recently placed dexcom g7 sensor, received calibration guidance, and later reported further elevated glucose after consuming cake and a banana, with readings trending down by the end of the call. Symptoms included hyperglycemia. Outcomes included transient elevated glucose requiring self-management guidance. Investigation included troubleshooting and education regarding sensor calibration and monitoring for downward glucose trend. Investigation of this case revealed no device malfunction was identified and the cause of hyperglycemia remained unclear given recent sensor start and food intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.